Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The bottom component and the rail of the complaint sample was observed to be positioned incorrectly, allowing the staples to become misaligned. The pusher was observed to be tilted downwards into the staples. Proper functional inspection could not be completed due to the misalignment of the staples. The device was disassembled and die casting anomalies on the forming tool were also discovered. DHR investigation did not show issues related to complaint. A CAPA was opened by the manufacturing site to evaluate the issue of visistat 35r staplers failing to function properly due to severe staple misalignment. The CAPA identified the probable root cause as inadequate manufacturing controls surrounding the ultrasonic welding process of the bottom component to the cover block component.teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported as "the staplers do not close". Additional information received states that "the incident took place at the closure of a shoulder prosthesis. The staples do not close completely, they remain at right angles and therefore do not hold to the skin. Only 2 or 3 were put in and then removed because they didn't hold. No impact on the patient's skin condition". No patient harm or injury. All 3 devices were used on the same patient. Associated mdrs #3003898360-2024-01213 and 3003898360-2024-01224.

Event description:
Reported as "the staplers do not close". Additional information received states that "the incident took place at the closure of a shoulder prosthesis. The staples do not close completely, they remain at right angles and therefore do not hold to the skin. Only 2 or 3 were put in and then removed because they didn't hold. No impact on the patient's skin condition". No patient harm or injury. All 3 devices were used on the same patient. Please see associated mdrs #3003898360-2024-01213 and 3003898360-2024-01224.

Manufacturer narrative:
Qn# (B)(4). Please see associated mdrs #3003898360-2024-01213 and 3003898360-2024-01224. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.